Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose (bg) ranged between 60 mg/dl to 95 mg/dl. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.